Event description:
Complainant alleged that while attempting to defibrillate a pt (age & gender unknown) the device failed to allow discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.